Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy (no complications)') in a 28-year-old female patient who had essure (batch no. B82477) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included c-section on (B)(6) 2017, obesity, multi gravida, parity 4 ((B)(6)2005; (B)(6)2008; (B)(6)2011; (B)(6)2014; (B)(6)2016), c-section, eczema and allergy to metals. Previously administered products included for an unreported indication: excedrin migraine from 2015 to 2017, oral contraceptives from 2009 to 2011, flagyl and aleve. Concurrent conditions included yeast infection since (B)(6)2017, pruritus since (B)(6)2017, painful periods since (B)(6)2017, dyspareunia since (B)(6)2017, abdominal pain lower since (B)(6)2017, migraine since (B)(6)2017, tubal ligation since (B)(6)2016, vaginal discharge, vaginal candida and allergy to metals. Concomitant products included medroxyprogesterone acetate (depo-provera) from september 2014 to october 2014 and oral contraceptive nos from 2009 to 2011 for birth control as well as naproxen sodium (aleve). On (B)(6)2014, the patient had essure inserted. In december 2014, the patient experienced the first episode of pruritus ("itching"), allergy to metals ("nickel allergy") and formication ("crawling sensation"). In january 2015, the patient experienced the first episode of dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and pelvic pain ("pain pelvic"). In february 2015, the patient experienced migraine ("migraines/ headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). In may 2015, the patient was found to have weight increased ("weight gain"). In october 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced complication of pregnancy ("live birth with complications"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)") and the second episode of pruritus ("itching"). The patient was treated with diphenhydramine hydrochloride, triamcinolone and surgery (c-section). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, complication of pregnancy, migraine, dysmenorrhoea, the last episode of dyspareunia, weight increased, nausea, allergy to metals, pelvic pain, formication and the last episode of pruritus outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered allergy to metals, complication of pregnancy, dysmenorrhoea, formication, migraine, nausea, pelvic pain, pregnancy with contraceptive device, weight increased, the first episode of dyspareunia, the first episode of pruritus, the second episode of dyspareunia and the second episode of pruritus to be related to essure. The reporter commented: plaintiff's physician has recommended that she have the device removed via hysterectomy. The number of expanded coils that appeared trailing into the uterine cavity was 2. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.4 kg/sqm. Pregnancy test - in october 2015: results: pregnant. Ultrasound scan - on (B)(6)2017: anteverted uterus ; no free fluid; 1.51 x 1.29 cm fundal fibroid; right and left essure noted; right ovary 1.17 x 1.17 cm simple cyst; left ovary no cyst. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2021: mr received. Reporter information added and rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy (no complications)') in a 28-year-old female patient who had essure (batch no. B82477) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included c-section on (B)(6)2017, obesity, multi gravida, parity 4 ((B)(6)2005; (B)(6)2008; (B)(6)2011; (B)(6)2014; (B)(6)2016), c-section, eczema and allergy to metals. Previously administered products included for an unreported indication: excedrin migraine from 2015 to 2017, oral contraceptives from 2009 to 2011, flagyl and aleve. Concurrent conditions included yeast infection since (B)(6)2017, pruritus since (B)(6)-2017, painful periods since (B)(6)2017, dyspareunia since (B)(6)2017, abdominal pain lower since (B)(6)2017, migraine since (B)(6)-2017, tubal ligation since (B)(6)-2016, vaginal discharge, vaginal candida and allergy to metals. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2014 to (B)(6) 2014 and oral contraceptive nos from 2009 to 2011 for birth control as well as naproxen sodium (aleve). On (B)(6)-2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced the first episode of pruritus ("itching"), allergy to metals ("nickel allergy") and formication ("crawling sensation"). In (B)(6) 2015, the patient experienced the first episode of dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and pelvic pain ("pain pelvic"). In (B)(6) 2015, the patient experienced migraine ("migraines/ headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced complication of pregnancy ("live birth with complications"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)") and the second episode of pruritus ("itching"). The patient was treated with diphenhydramine hydrochloride, triamcinolone and surgery (c-section). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, complication of pregnancy, migraine, dysmenorrhoea, the last episode of dyspareunia, weight increased, nausea, allergy to metals, pelvic pain, formication and the last episode of pruritus outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered allergy to metals, complication of pregnancy, dysmenorrhoea, formication, migraine, nausea, pelvic pain, pregnancy with contraceptive device, weight increased, the first episode of dyspareunia, the first episode of pruritus, the second episode of dyspareunia and the second episode of pruritus to be related to essure. The reporter commented: plaintiff's physician has recommended that she have the device removed via hysterectomy. The number of expanded coils that appeared trailing into the uterine cavity was 2. The ident1cal steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.4 kg/sqm. Pregnancy test - in (B)(6) 2015: results: pregnant. Ultrasound scan - on (B)(6)2017: anteverted uterus ; no free fluid; 1.51 x 1.29 cm fundal fibroid; right and left essure noted; right ovary 1.17 x 1.17 cm simple cyst; left ovary no cyst. Batch no b82477 production date 2013-10-16 expiration date 2016-10-31 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6)2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("pregnancy (no complications)") in a (B)(6) female patient who had essure (batch no. B82477) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included obesity, multi gravida, parity (B)(6) ((B)(6) 2005; (B)(6) 2008; (B)(6) 2011; (B)(6) 2014; (B)(6) 2016), c-section, c-section on (B)(6) 2017, eczema and allergy to metals. Previously administered products included for an unreported indication: excedrin migraine from 2015 to 2017, oral contraceptives from 2009 to 2011, flagyl and aleve. Concurrent conditions included pruritus since (B)(6) 2017, painful periods since (B)(6) 2017, dyspareunia since (B)(6) 2017, abdominal pain lower since (B)(6) 2017, migraine since (B)(6) 2017, tubal ligation since (B)(6) 2016, vaginal discharge, yeast infection since (B)(6) 2017, vaginal candida and allergy to metals. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2014 to (B)(6) 2014 and oral contraceptive nos from 2009 to 2011 for birth control as well as naproxen sodium (aleve). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced the first episode of pruritus ("itching"), allergy to metals ("nickel allergy") and formication ("crawling sensation"). In (B)(6) 2015, the patient experienced the first episode of dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)") and pelvic pain ("pain pelvic"). In (B)(6) 2015, the patient experienced migraine ("migraines/ headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced complication of pregnancy ("live birth with complications"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)") and the second episode of pruritus ("itching"). The patient was treated with diphenhydramine hydrochloride, triamcinolone and surgery (c-section). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, complication of pregnancy, migraine, dysmenorrhoea, the last episode of dyspareunia, weight increased, nausea, allergy to metals, pelvic pain, formication and the last episode of pruritus outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was (B)(6). Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered allergy to metals, complication of pregnancy, dysmenorrhoea, formication, migraine, nausea, pelvic pain, pregnancy with contraceptive device, weight increased, the first episode of dyspareunia, the first episode of pruritus, the second episode of dyspareunia and the second episode of pruritus to be related to essure. The reporter commented: plaintiff's physician has recommended that she have the device removed via hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.4 kg/sqm. Pregnancy test - in (B)(6) 2015: results: pregnant. Ultrasound scan - on (B)(6) 2017: anteverted uterus; no free fluid; 1.51 x 1.29 cm fundal fibroid; right and left essure noted; right ovary 1.17 x 1.17 cm simple cyst; left ovary no cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: pfs received. Events added: did not undergo essure confirmation test, device ineffective. Concomitant drug, treatment drugs were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.